Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, sweating, dizzy, potassium low, weakness, syncope, vertigo, palpitations, vaginal pain, dysuria, vaginal discharge, back pain, light headedness, neck pain, vomiting, diarrhea, feeling unwell, cholelithiasis, gastritis, dehydration, hypokalemia, uterine bleeding and adenomyosis. Current weight 133 lbs. Previously administered products included for an unreported indication: prenatal vitamins. Concurrent conditions included anemia, dermatitis, insect bite nos, paroxysmal supraventricular tachycardia, chest pain, chest discomfort, chest burning, shortness of breath, anemia, iron deficiency, pain in thigh, sciatica, skin rash, allergic reaction, angioedema, earache, nasal discharge, abdominal pain, headache, numbness, paresthesia, difficulty breathing, photophobia, arrhythmia, neck strain, heartbeats irregular, swelling of hands, sick sinus syndrome, hyperglycemia, dysrhythmias, fatigue, electrolyte imbalance, back strain, contusion of chest wall, motor vehicle accident, back injury, arm injury, traumatic chest injury nos, contusion and uterine fibroid. Concomitant products included promethazine (phenergan) for nausea and vomiting, metronidazole (flagyl 250) for pid pelvic inflammatory disease, ciprofloxacin betain (cipro) for pelvic inflammatory disease as well as alprazolam, alprazolam (xanax) from (B)(6)2006 to (B)(6)2008, amoxicillin;bacillus coagulans (amox lb), ascorbic acid;betacarotene;biotin;calcium carbonate;calcium phosphate;chlorine;colecalciferol;cupric oxide;ferrous fumarate;folic acid;iodine;magnesium oxide;manganese sulfate;molybdenum;nickel sulfate;nicotinamide;pantothenic acid;phosphorus;potassium chloride;pyridoxine hydrochloride;retinol acetate;riboflavin;selenium;silicon;thiamine;tin;tocopherol;vanadium;vitamin b12 nos;zinc oxide (multivitamins & minerals plus lutein), cefixime (flexeril), cefradine (vicodine), clindamycin, codeine phosphate;paracetamol (tylenol with codeine no.3), cyclobenzaprine, diazepam (valium), diclofenac, diclofenac, diphenhydramine hydrochloride, duloxetine hydrochloride (cymbalta), famotidine, ferrous sulfate, hydrocodone, hydrocodone bitartrate;paracetamol (hydrocodone bitartrate and acetaminophen), hydrocodone bitartrate;paracetamol (vicodin), hydrocortisone;neomycin sulfate;polymyxin b sulfate (cortisporin otic), ibuprofen, ketorolac tromethamine (toradol), lorazepam (ativan), methocarbamol (robaxin), minerals nos;vitamins nos (prenatal vitamins), naproxen, nsaids since may 2006, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) since may 2006, paroxetine hydrochloride (paxil), prednisone, topiramate and tropicamide (midrin m). On (B)(6)2006, the patient had essure inserted. In (B)(6)2006, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), depression ("depression and mental anguish/psych injury"), migraine ("migraines/ headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain/ loss specify which one: weight gain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and headache ("headaches"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy, cystoscopy). Essure was removed on(B)(6)2014. At the time of the report, the pelvic inflammatory disease, vaginal haemorrhage, anxiety, depression, migraine, nausea, dysmenorrhoea, fatigue and weight increased outcome was unknown and the pelvic pain, menorrhagia, abdominal pain and headache had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion was given (B)(6)2013 initially, but in current pfs (B)(6)2014 was given & in follow up 2nd given as(B)(6)2006. Current weight 133 lbs. Received treatment for pain, bleeding, psych injury: yes diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; in(B)(6)2006: total bilateral occlusion. Pathology test - on (B)(6)2014: uterus (106.8 grams) and fallopian tubes: - cervix - negative for cin and glandular atypia - endometrium- - benign proliferative phase endometrium with stromal breakdown negative for hyperplasia, polyp and atypia - myometrium - adenomyosis - serosa - no pathologic abnormality - fallopian tubes with coiled metallic wires. Pregnancy test urine - on (B)(6)2007: negative.. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: vaginal bleeding, dysmenorrhea, anxiety, depression, weight gain, pelvic pain, menorrhagia, migraines. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received:.new events- 'abdominal pain , headaches", reporters added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, sweating, dizzy, potassium low, weakness, syncope, vertigo, palpitations, vaginal pain, dysuria, vaginal discharge, back pain, light headedness, neck pain, vomiting, diarrhea, feeling unwell, cholelithiasis, gastritis, dehydration, hypokalemia, uterine bleeding and adenomyosis. Current weight (B)(6) lbs. Previously administered products included for an unreported indication: prenatal vitamins. Concurrent conditions included anemia, dermatitis, insect bite nos, paroxysmal supraventricular tachycardia, chest pain, chest discomfort, chest burning, shortness of breath, anemia, iron deficiency, pain in thigh, sciatica, skin rash, allergic reaction, angioedema, earache, nasal discharge, abdominal pain, headache, numbness, paresthesia, difficulty breathing, photophobia, arrhythmia, neck strain, heartbeats irregular, swelling of hands, sick sinus syndrome, hyperglycemia, dysrhythmias, fatigue, electrolyte imbalance, back strain, contusion of chest wall, motor vehicle accident, back injury, arm injury, traumatic chest injury nos, contusion and uterine fibroid. Concomitant products included promethazine for nausea and vomiting, metronidazole (flagyl 250) for pid pelvic inflammatory disease, ciprofloxacin betain (cipro) for pelvic inflammatory disease as well as alprazolam, alprazolam (xanax) from (B)(6) 2006 to (B)(6) 2008, amoxicillin; bacillus coagulans (amox lb), ascorbic acid; betacarotene; biotin; calcium carbonate; calcium phosphate; chlorine; cholecalciferol; cupric oxide; ferrous fumarate; folic acid; iodine; magnesium oxide; manganese sulfate; molybdenum; nickel sulfate; nicotinamide; pantothenic acid; phosphorus; potassium chloride; pyridoxine hydrochloride; retinol acetate; riboflavin; selenium; silicon; thiamine; tin; tocopherol; vanadium; vitamin b12 nos; zinc oxide (multivitamins & minerals plus lutein), cefixime (flexeril), cefradine (vicodine), clindamycin, codeine phosphate; paracetamol (tylenol with codeine no.3), cyclobenzaprine, diazepam (valium), diclofenac, diclofenac, diphenhydramine hydrochloride, duloxetine hydrochloride (cymbalta), famotidine, ferrous sulfate, hydrocodone, hydrocodone bitartrate; paracetamol (hydrocodone bitartrate and acetaminophen), hydrocodone bitartrate; paracetamol (vicodin), hydrocortisone;neomycin sulfate; polymyxin b sulfate (cortisporin otic), ibuprofen, ketorolac tromethamine (toradol), lorazepam (ativan), methocarbamol (robaxin), minerals nos; vitamins nos (prenatal vitamins), naproxen, nsaids since (B)(6) 2006, oxycodone hydrochloride; paracetamol (percocet), paracetamol (acetaminophen) since (B)(6) 2006, paroxetine hydrochloride (paxil), prednisone, topiramate and tropicamide (midrin m). On (B)(6) 2006, the patient had essure inserted. In (B)(6) 2006, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), migraine ("migraines/ headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic inflammatory disease, vaginal haemorrhage, menorrhagia, anxiety, depression, migraine, nausea, dysmenorrhoea, fatigue and weight increased outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion was given (B)(6) 2013 initially, but in current pfs (B)(6) 2014 was given & in follow up 2nd given as (B)(6) 2006. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; in (B)(6) 2006: total bilateral occlusion. Pathology test - on (B)(6) 2014: uterus (106.8 grams) and fallopian tubes: cervix - negative for cin and glandular atypia, endometrium, benign proliferative phase endometrium with stromal breakdown, negative for hyperplasia, polyp and atypia. Myometrium - adenomyosis, serosa - no pathologic abnormality. Fallopian tubes with coiled metallic wires. Pregnancy test urine - on (B)(6) 2007: negative. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: vaginal bleeding, dysmenorrhea, anxiety, depression, weight gain, pelvic pain, menorrhagia, migraines. Most recent follow-up information incorporated above includes: on 08-aug-2019: pfs & mr received: case became incident. New events- pelvic inflammatory disease, menorrhagia, vaginal bleeding, depression, anxiety, migraines, nausea, dysmenorrhea, fatigue, weight gain. Date of insertion was updated. Events onset date and date of removal were added. Updated outcome of event pelvic pain from unknown to recovering / resolving. Reporters, patients dob, demographics, medical history, concomitant condition and drugs were added. On 09-aug-2019: pfs received: no new clinical information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.